Event description:
It was reported on behalf of the physician that the increase in seizures and change in seizure type, are actually in fact due to breakthrough seizures in which the patient normally experiences. Patient has not had any grand mal seizures. Physician does not believe that the seizures are related to vns therapy. No additional or relevant information has been received to date.

Event description:
It was reported that patient was admitted to hospital for a new type of seizure. Patient notes an increase in seizures and wonders if their battery is depleted. No surgical intervention has occurred to date. No additional or relevant information has been received to date.